Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the customer received an error message "replace sensor" with the adc device. The customer was unable to obtain readings, as a result, experienced loss of consciousness and was unable to self-treat, requiring third-party administration of glucagon for treatment. Customer was also treated with "oral glucosone by the way of a sanitary dealers". No further information was provided. There was no report of death or permanent injury associated with this event.